Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation excessive motor bearing wear with shaft end play was observed. Black material was found around the bearing. Also the outer gearbox bearing was worn, with the bearing cage broken. Through visual observation an impression on the motor tape from the lower bearing housing was found. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported that there was no patient injury.